Event description:
It was reported that high threshold and low sensing were observed. X-ray was inconclusive but perforation was suspected. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.